Event description:
It was reported that the lead had high impedance and high threshold with no capture. It was also reported that the child has an abdominal implant and had a history of bounding off the edge of lounge on her stomach and jumping into the edge of the lounge onto her stomach. It was further reported that when sitting on a relatives knee, her eyes rolled back and she fell to the floor (her heart rate was reported to be 25bpm). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The lead was flexed.